Event description:
Meter name: one touch ii. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: dizzy, sweaty. A patient reported they had to go to the hospital to see a doctor since meter would not power on. Their meter allegedly had no power. The result on their meter was unable to test. There is no comparison. Treatment was uknown. No further information has been reported.